Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing.

Manufacturer narrative:
Other, other text: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette damaged" and high alarm silenced: cassette damaged" were recorded in history. During analysis, one of the cassette pins was stuck in and will be replaced during repair, also all pins will be cleaned and greased. It was noted that one of the cassette pins was stuck in and looked to be from contamination and this was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the cassette sensor of a smiths medical cadd solis vip pump was jammed. No adverse effects were reported.